Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip-up fenestrated grasper instrument moved in the opposite direction. The customer requested to have log review as other instruments worked properly with no issue. Logs showed no errors or issue during the procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended returning the suspect instrument for investigation. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noticed the issue twice and was able to complete the procedure with no other instances. No external collisions were observed. There was no report of fragment(s) falling inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Customer called to inform the motion issue with a tip-up grasper.